Event description:
Additional review indicated that this file was reportable. It was reported that the patient was not happy with results one year post operation. It was suspected the patient¿s pump was flipping. They physician had difficulty accessing the center port. A non-critical alarm was heard and confirmed by telemetry due to low reservoir volume reached. There was no patient symptoms reported. The patient was planning to change the infusion to flex dosing. Baclofen was delivered in the system, and the physician was wondering what the concentration should be if changed the drug to dilaudid during the patient¿s visit on (B)(6) 2012. The patient¿s outcome was unknown.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).